Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was not confirmed. Functional testing confirmed that the gripper functioned as intended with no gripper actuation issues observed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the gripper actuation issue noted during preparation. It was reported that during device preparation of the clip delivery system (cds), while raising the grippers, only one gripper reacted. The cds was not used on the patient. A new cds was used to complete the case. There was no clinically significant delay in the procedure reported. No additional information was provided.